Event description:
It was reported that a user received an urgent low glucose alert while using an ilet system integrated with a freestyle libre 3+ sensor, consumed apple juice and glucose tablets, and subsequently experienced elevated glucose readings by both pump and fingerstick, with intermittent sensor error that cleared upon reconnection; the user declined to change infusion or sensor supplies despite coaching, and dosing continued with insulin on board and no occlusion or site/tubing issues observed. Symptoms included hyperglycemia and shaking/ tremors. Outcomes included temporary interruption of normal use due to troubleshooting and concern for inaccurate or rapidly changing glucose data. Investigation included technical support review, device status verification, sensor-pump data comparison, and user education on hypoglycemia treatment and supply change. Investigation of this case revealed no device alarms for occlusion, confirmed ongoing automated dosing, and suggested user overcorrection of a perceived low with subsequent hyperglycemia and transient sensor communication error. It was concluded that the event was consistent with user overtreatment of hypoglycemia with subsequent hyperglycemia, with device performance within specifications and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.